Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) complained of pocket discomfort and requested for removal. Additional information indicated that the patient felt pain and discomfort around the area of the device. However, there was no confirmation on whether the device was the cause. This ICD was explanted. No additional adverse patient effects were reported.